Event description:
The customer reported the system would not fluoro during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and formatted the cine drive and replaced the x-ray controller battery. System operates as intended. (B)(4).